Event description:
It was reported customer experienced a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The caller was guided through a pump reset by technical support, after which the error did not reappear, and the caller successfully started a new sensor session.